Event description:
It was reported by the sales rep that the pump caused the shoulder to balloon up during a case [follow-up phone conversation with the rep: he states there was extravasation, however, there was no need for intervention, and the extravasation resolved itself without any pt consequences. Afrigault (B) (6) 2010 15:36:12] they were able to complete the case with the same pump with no pt consequence, but would like the pump replaced out.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.